Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the handle did not have any lubrication and was jammed and couldn't rotate so it was dismantled, cleaned and lubricated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the ratchet handle was broken. The event occurred during decontamination or sterile processing. There was no harm or delay and alternate device was available for use. Investigation found the handle did not have any lubrication and was jammed and couldn't rotate. There was no adverse event reported as a result of this malfunction.